Manufacturer narrative:
Supplemental report submitted to include device return and product evaluation. Updated h6: type of investigation and h11. H11: the event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device was returned for evaluation: the returned device was visually examined for any abnormalities, and the following was observed: two (2) frame struts bent outwards on inflow side. No other abnormalities observed on crimped valve. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of valve frame damage' was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (tortuosity) and/ or procedural factors (insertion angle, push force) likely contributed to the event as tortuosity was observed in the access vessels, and per information provided the sheath was inserted at a nearly steep angle and resistance was encountered when advancing through sheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the advancement of the commander delivery system through the esheath+ the valve got stuck in the partially expandable part and it was not possible to move forward. It was observed, through fluoroscopy that the valve had one bent strut, so it was decided to remove the devices as a single unit. After removal, it was observed that the esheath had a hole in the partially expandable part. A second valve with a non-edwards sheath was used, and the procedure was successful. The patient did not experience any injury and was noted to be stable after the procedure.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of valve frame damage was empirically confirmed based on applicability of engineering technical summary. The available information suggests that patient factors (tortuosity) and/ or procedural factors (insertion angle, push force) likely contributed to the event as tortuosity was observed in the access vessels, and per information provided the sheath was inserted at a nearly steep angle and resistance was encountered when advancing through sheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.